Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes and dft were recommended. No further information is available.